Event description:
The patient reported that her blood glucose registered "hi" on her blood glucose meter (typically >600 mg/dl). She stated that when she went to check her infusion device, the device displayed 60 units of insulin left in the cartridge; however, she could visually see about 240 units of insulin in the cartridge. The patient reported symptoms of feeling very lethargic, tired, groggy, blurred vision and cotton mouth when she experiences elevated blood glucose. The patient reported that the infusion device piston rod and adapter were over a year old. The patient was advised to change the piston rod once a year and the adapter every 6 months. The patient switched over to her back-up infusion device and administered a bolus to help bring her blood glucose down. No medical attention was necessary. The product has been requested to be returned for evaluation.